Event description:
It was reported that sales rep went to open a blank inventory triathalon femur left cr#7. Once he opened saran wrap, the outer plastic clamshell container was cracked. Used a consignment inventory piece.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
Corrected data: expiration date; device manufacture date.

Event description:
It was reported that sales rep went to open a blank inventory triathalon femur left cr#7. Once he opened saran wrap the outer plastic clamshell container was cracked. Used a consignment inventory piece.

Manufacturer narrative:
(B)(6). An event regarding packaging damage involving a triathlon femoral component was reported. The event was confirmed. Visual inspection was performed on the returned packaging. The pack has severe compression damage; the carton appears to have been dropped heavily on its end. The outer blister is fractured; the flange is fractured on the side that corresponds to the compression damage on the carton. The outer blister crack propagates up through the blister from the fractured flange. Device history review for the reported lot determined that the device was manufactured and packed to specification. Complaint history review determined that there were no similar events reported for the lot. The investigation concluded that the packaging damage was caused by excessive handling during distribution.

Event description:
It was reported that sales rep went to open a blank inventory triathalon femur left cr#7. Once he opened saran wrap the outer plastic clamshell container was cracked. Used a consignment inventory piece.